Event description:
This is a report of a colleague infusion pump with a pump failure, which could have caused an interruption of delivery. It is unknown when the reported condition occurred, however it occurred in the biomed service department. There was no patient involvement, injury or medical intervention. The software version for this device is currently not known. No additional information is available.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 810:03 was not confirmed during service evaluation. Upon review of the event history log, the quality engineer confirmed the reported condition of failure code 810:03. The assignable cause was an air in line printed circuit board failure. The air in line printed circuit board was replaced to correct the reported condition. The user interface module software version is 5.09.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. A device history review was performed finding one exception during manufacturing, however, the device was repaired, retested, and found to be performing as designed before release.